Manufacturer narrative:
Follow-up #1 (03/08/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter will not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. About 4 hours prior to the start of the alleged issue, the patient claimed she had a headache. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries did not need to be replaced. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptom started before the alleged issue began. In addition, the patient's symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.